Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6f exoseal vascular closure device (vcd) was used for closure and hemostasis; however, after the indicator window turned solid black and the plug deployment button was pressed, hemostasis was not achieved and closure failed. Manual compression was then used to achieve hemostasis. There was no reported patient injury. The patient underwent a renal artery stenosis recanalization procedure. The operator, with many years of experience using the exoseal vascular closure device (vcd), performed retrograde puncture via the right femoral artery using a 6f cordis short sheath. During the procedure, the device was slowly withdrawn at a 40° angle, and after the indicator showed pulsatile blood flow had stopped, the device was further withdrawn by 1 cm before the closure attempt. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. The device was not returned for evaluation as anticipated.

Manufacturer narrative:
As reported, a 6f exoseal vascular closure device (vcd) was used for closure and hemostasis; however, after the indicator window turned solid black and the plug deployment button was pressed, hemostasis was not achieved and closure failed. Manual compression was then used to achieve hemostasis. There was no reported patient injury. The patient underwent a renal artery stenosis recanalization procedure. The operator, with many years of experience using the exoseal vascular closure device (vcd), performed retrograde puncture via the right femoral artery using a 6f cordis short sheath. During the procedure, the device was slowly withdrawn at a 40° angle, and after the indicator showed pulsatile blood flow had stopped, the device was further withdrawn by 1 cm before the closure attempt. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. One non-sterile 6f exoseal vascular closure device involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received in the depressed position, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. A 6f cordis avanti catheter sheath introducer was returned inserted on the received unit. Finally, it was observed that the indicator window was in the black/white/red position. No additional anomalies were observed during this visual analysis. A review of the manufacturing documentation associated with lot 18419966 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿plug inability to achieve hemostasis¿ was not observed through analysis of the returned device as it was received fully deployed with no plug returned for analysis. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site¿. Neither the product analysis, device history review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
The device was returned for evaluation.